Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with an air detected set alarm, which interrupted delivery and may have been a false alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause could not be determined at this time. The device was not repaired for the reported condition. Additional: a service history review has been performed and the device has not been previously serviced for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).